Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-mar-2023. H6: investigation summary bd received forty-five sealed 22ga x 1.00in. Insyte autoguard units from lot 2229934 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no visible defects or deformities. Next, the engineer randomly selected 20 units and performed functional retraction testing. Each unit was observed retracting successfully with no delay or resistance felt. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during evaluation a definitive root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter needle retraction was difficult to activate. The following information was provided by the initial reporter: needle retraction is malfunctioning.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter needle retraction was difficult to activate. The following information was provided by the initial reporter: needle retraction is malfunctioning.